Event description:
It was reported that the micl 13.2 implantable collamer lens tore as the surgeon was inserting into the eye. The incision was slightly enlarged, the lens was removed and the back-up lens was implanted. The reporter stated the event was due to a loading/handling error.

Manufacturer narrative:
(B)(4). Evaluation codes results (other): visual inspection of the lens showed it was returned in liquid and a corner of a haptic was torn off and missing. (B)(4).